Event description:
Perclose device was inserted when the black part of the perclose met, the metal "buckled". The perclose did not break and the suture was never deployed out of the perclose. FDA safety report ID# (B)(4).